Event description:
It was reported that on (B)(6) 2022, while inserting a tibial nail, the reaming rod became lodge in the end of the nail. The tibial nail was extracted, and the ball tip of the reaming rod was cut and removed from the nail. The nail was reinserted. Additionally, a drill bit that has been used to change the direction of the nail was broken when removal was attempted. A bone fragment or part of the sleeve was lodge in the nail inhibiting the ball tip from the reaming rod to be removed. The fragment was able to be able removed. There was a ten (10) minute surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report is for a tibial nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Part 04.043.250s, lot 157p304: manufacturing site: (B)(4).release to warehouse date: june 08, 2021. Expiry date: april 30, 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.